Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of camera unit, poor watertightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of camera unit, the image has a shadow. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced the problem is that the image appears gray and/or blurry. There were no reports of patient harm.